Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the 30s. It was further reported there was an right ventricular (rv) lead integrity alert for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, the rv lead exhibited high impedance, oversensing of noise, and inhibition of pacing. The lead remains is use. No further patient complications have been reported as a result of this event.